Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit received with blank display. Unable to download using thus software due to display anomaly. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and motor assembly not allowing unit to turn on or access to download. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked retainer, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (stained). In conclusion, customer concern for cosmetic damage confirmed where cracked battery tube threads and cracked case corner of belt clip rails were noted. Blank display was confirmed due to moisture on electronic assemblies. Pump failed to download history files and traces due to moisture damage on the electronic assemblies. Retainer ring damage confirmed due to cracked retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Customer reported physical damage (crack or scratch) on the pump . No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.